Manufacturer narrative:
There was no button error alarm noted. Intermittent button response was due to moisture damage keypad traces. There were minor scratches to lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked. There was no frozen unit noted during our testing. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 180mg/dl. The customer states the buttons stop working. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.